Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced bent cannula issue in the five infusion sets and went to emergency room due to high blood glucose with diabetic ketoacidosis which was treated with multiple daily injection events on (B)(6) 2026. The infusion sets were in used for five to six hours. The area insertion was abdomen, upper buttocks and thigh.